Event description:
"Gas loss" alarms sounded from the pump. No blood was noted. The alarms continued and the iab was removed. On 5/12/98, the following was reported to datascope: there was an "iab gas leak" alarm from the pump. There was no pt injury or complication as a result of the event on 3/13/98. The pt was discharged from the facility. [Event complications]; unk-reported 3/27/98; none-rpt'd 5/12/98. [Pt's current status]: discharged-rpt'd 5/12/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. The sheath was noted to be kinked at several locations along its length. Blood was noted on the exterior of the membrane and within the inner lumen. Underwater leak testing revealed no leaks in the iab. It was not possible to pump the iab in the lab on the sys iabp due to the condition of the returned membrane. Probable cause of difficulty: even though it was not possible to satisfactorily pump the balloon in the lab, no leak was found in the iab to have caused the reported leak alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem (see attached iab illustration for location of kinks). (The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use.) There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump may have needed servicing. The pump may have detected condensation or blood within the line (perhaps from a previous balloon leak). (This follow-up MDR was mailed to the FDA on 6/2/98).